Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in shock impedance measurements with noisy signals appearing on the electrogram. This observation was found in clinic and upon the patient completing isometric exercises, the physician opted to replace the lead. This rv lead was successfully explanted and replaced, and the patient made a full recover. No additional adverse patient effects were reported. This rv lead is no longer in service.